Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The sliding mechanism (p/n: 314.291, lot #:190098-102) was returned and received at us cq. Upon visual inspection, it was observed, that the device handle was broken. And broken fragments were returned. No other issues were observed, with the returned device. The customer reported, a collinear reduction clamp sliding mechanism grip broke off the sliding mechanism. The repair technician reported, the device handle is cracked/broken. Handle cracked/broken is the reason for repair. The item is not repairable, per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. The complaint condition is confirmed, for the sliding mechanism (p/n: 314.291, lot #:190098-102). There is no indication, that a design or manufacturing issue has caused the complaint condition. And hence the root cause cannot be determined. Based on the investigation findings, it has been determined, that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: product code: 314.291, lot number#: 190098-102, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 22. Aug. 2019. A manufacturing record evaluation was performed, for the finished device lot number. And no non-conformances were identified. Device history batch: null; device history review: null. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on an unknown date, a collinear reduction clamp sliding mechanism grip broke off the sliding mechanism. After the incision was made, the reduction was in the process when the handle broke. There was no patient consequence. This report is for a sliding mechanism. This is report 1 of 1 for (B)(4).